Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation on his back. The area was described as a red itchy rash with welts. The patient's doctor prescribed an unknown lotion to treat the irritation. The patient's doctor also recommended removing the lifevest while the lotion was applied. During a follow-up, the patient indicated that the irritation was improving.